Event description:
Customer reported 376 mg/dl and 64 mg/dl using advantage system, unsure whether advantage system 1 or advantage system 2, 72 mg/dl and 73 mg/dl within 10 minutes on a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2. Please see medwatch with a1 patient for report on advantage system 1.